Manufacturer narrative:
510k: this report is for an unknown plate femoral /unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer. Contact address and telephone number not applicable since it¿s the patient¿s information as reporter. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Patient code: surgery intervention was needed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had shattered her femur during a fall and on (B)(6) 2017. A plate and screw were implanted for fixation. It is unknown what type of plate or screw were used. The plate broke on or around (B)(6) 2018. On (B)(6) 2018 another surgery was performed and the plate and screws were replaced, it is unknown what type of plate or screws were implanted. The patient required two units of blood during the surgery. The surgery was completed successfully. Medical records and x-rays, power of attorney, and picture of a broken plate and non-union. Surgery on (B)(6) 2017 patient was implanted with a 10 hole synthes large.4.5 lcdcp (5) 4.5 corical screws (5) 5.0 locking screws and 3 super cables . She suffered from a 300 cc blood loss and was transfused with two units of blood. On (B)(6) 2018 the plate broke and she had surgery to remove the hardware. She was replaced with a 12 hole 226.621 plate,(1) dbx putty (B)(4) ,item 038100, (1) 214.840 40 mm cortex screw 4.5 214838 (1) 5.0mm variable angle locking screw/self tapping 44 mm 02.231244, (2)5.0mm variable angle locking screw/self tapping 32mm screws, (4) 5.0mm variable angle locking screw/self tapping 36mm screws 02.231.236, (2)5.0mm variable angle locking screw/self tapping 34mm screw 02.231.234, (1) 5.0mm variable angle locking screw/self tapping 48 mm screw 02.231.248. She received 2units of blood. On (B)(6) 2018 the second plate broke and she had a revision with competitor devices she lost 1000cc of blood and she was given 4 units of blood. Concomitant parts: unknown quantity of unknown locking screws unknown quantity of unknown cortex screws this report is for unknown plate femoral. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10: additional narrative: b6, d1, d4, d6, g1, g4. D2: additional product codes: jdp and hwc. H6: health effect - clinical code e2402 used to captured injury (e20). H3, h6: a photo investigation was completed: visual analysis of the photo revealed that the plate was broken across the 8th most proximal hole. X-ray images show a plate and screw construct at the right distal femur with signs plate breakage. Radiology records shows the fractured area, a dark spot is visible at the lateral section near the surface of the skin, confirming signs of infection at the wound. X-ray images for all of the reported events show indications of callus formation, or non-union fracture, on the bone at the mid-distal section of the right femur meaning that the bone was never able to heal completely. These observations along with the reported osteopenia could have contributed to the failure of the plate. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11: corrected data: d3.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. This report is for an 10 hole synthes large 4.5 lcdcp locking plate /unknown lot. Part and lot number are unknown; UDI number is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had shattered her femur during a fall and on (B)(6) 2017. A plate and screw were implanted for fixation. It is unknown what type of plate or screw were used. The plate broke on or around (B)(6) 2018. On (B)(6) 2018 another surgery was performed and the plate and screws were replaced, it is unknown what type of plate or screws were implanted. The patient required two units of blood during the surgery. The surgery was completed successfully. Medical records and x-rays, power of attorney, and picture of a broken plate and non-union. Surgery on (B)(6) 2017 patient was implanted with a 10 hole synthes large.4.5 lcdcp (5) 4.5 corical screws (5) 5.0 locking screws and 3 super cables . She suffered from a 300 cc blood loss and was transfused with two units of blood. On (B)(6) 2018 the plate broke and she had surgery to remove the hardware. She was replaced with a 12 hole 226.621 plate,(1) dbx putty 035160103312230004 item 038100, (1) 214.840 40 mm cortex screw 4.5 214838 (1) 5.0mm variable angle locking screw/self tapping 44 mm 02.231244, (2)5.0mm variable angle locking screw/self tapping 32mm screws, (4) 5.0mm variable angle locking screw/self tapping 36mm screws 02.231.236, (2)5.0mm variable angle locking screw/self tapping 34mm screw 02.231.234, (1) 5.0mm variable angle locking screw/self tapping 48 mm screw 02.231.248. She received 2units of blood. On (B)(6) 2018 the second plate broke and she had a revision with competitor devices she lost 1000cc of blood and she was given 4 units of blood. Concomitant parts: 5 qty, unknown 4.5 cortical screws. 5 qty, unknown 5.0 unknown locking screws . 3 qty, unknown super cables. This report is for unknown 10 hole synthes large 4.5 lcdcp locking plate. This is report 1 of 1 for (B)(4).